Event description:
It was reported that a patient underwent a periprosthetic fracture procedure on (B)(6) 2022 and barbed suture was used. Half way along the wound during fascia closure the suture snapped. Didn¿t observe any user error. Consultant used another like device, which was needed anyway due to length of the wound and overlapped the first suture that had snapped and continued rest of closure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non conformances were identified. Additional information was requested, and the following was obtained: did the patient suffer from any consequence due to the issue? If yes please provide more details. No the patient did not suffer from any consequences. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g /m.